Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix took too many turns to extend, and was observed to be crooked when it finally did deploy. Retraction of the lead also took too many turns, and when the lead was removed and inspected, the helix would no longer extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.